Event description:
It has been reported to philips that the system would not start properly. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) reviewed the system logs and found the error: enmv at startup high. This error indicates a possible geometry module failure. The fse replaced the geometry module. After replacement of the geometry module, the system was returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the enmv was high at startup. Review of the system log file showed that a geometry safety line failed. The fse replaced the geo module. After replacement of the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.